Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis complaint against the serter. The customer returned only two sensors.

Event description:
The customer reported via phone call that he had a sensor anomaly on the insulin pump. Customer's blood glucose was 114 mg/dl. The customer stated that the serter does not release the sensor very well. The customer was advised to return the serter and complete sensor for analysis. Customer was advised that the serter and sensors would be replaced.